Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that there was noise on a lead safety switch due to out of range impedances. The following physician was dr. (B)(6) at (B)(6) hospital and medical center in fresno, ca. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).